Event description:
Customer reported she was having issues with the display of the insulin pump. Customer reported the display had black lines going thru the screen and has difficult reading the display. Customer's blood glucose was 132 mg/dl. Customer reported the device was not dropped or bumped. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with bleeding lcd glass. The device was missing segments due to bleeding lcd glass, on the top upper corner of lcd glass. The device was received with cracked reservoir tube lip, scratched lcd window, scratched reservoir tube window, and stained end cap sticker